Event description:
It was reported that the external pulse generator (epg) was being used as a backup pacer. A new battery was inserted, and the patient was moved to the operating room. At this time, the epg was found to have powered off. The epg was turned on again, and normal operation was observed. The patient had an intrinsic rhythm of approximately 100 bpm, so no patient complications were observed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing, no anomalies were observed. (B)(4).